Manufacturer narrative:
"Investigation summary: during manufacturing of material 222239, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The complaint history was reviewed, and no other complaints have been taken on batch 3320027. No retention samples for this batch were available for investigation. No return samples were received for investigation of this complaint. Five photos were received for investigation of this complaint. Photos show contamination in batch 3320027 with timestamp 1510 and 1608 visible in some of the photos. This complaint can be confirmed. No complaint trends have been identified on this product for this defect. Bd will continue to trend complaints for contamination." This MDR is being submitted as part of a retrospective review of records dating april 2023-2025, under CAPA 11910483.

Event description:
It was reported while using bd bbl¿ chromagar¿ orient/tsa ii w/5% sb, there was a false result due to contamination. There was no report of patient impact.